Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4). Has been listed and the (B)(4). FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: ngz12327 was reported, however, this is lot # was not found and catalog # was no provided. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, mn was used as a place holder based of area code and facility name. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd blood collection tubes had molding defects and appeared to be melted. The following information was provided by the initial reporter: it was reported that product was melted.